Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that a connection joint for one of the needleless access sites become unbonded and disconnected. This caused an active backflow of the patient's blood out of the tubing.